Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/21/2017 with the following results. Cracked battery compartment below grip pad to case seal. Dim display with reddish text. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 1/21/2017.